Manufacturer narrative:
The device has not been returned. A follow up report will be sent when the device is returned and the evaluation is completed. (B)(4).

Event description:
A customer contacted haemonetics on (B)(6) 2013 to report an orthopat device with the description of "leak in the centrifuge." No patient/operator injury reported.